Event description:
The account alleged that the reverse trendelenburg function is not working.

Manufacturer narrative:
The facilities biomed indicated that the bed will not go into the trendelenburg position. The biomed found the trend engage switch was out of adjustment. The biomed adjusted the trend engage switch to repair the bed.